Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 24, 2018 that a lithovue flexscope was opened for use on (B)(6) 2018 in a ureteroscopy procedure. According to the complainant during preparation, there was a small hole found on the sterile pouch. The procedure was completed with different type of scope. There was no serious injury nor adverse effects to the patient reported as a result of the event.